Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that an 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.